Manufacturer narrative:
Investigation summary: investigation summary bd had not received any photos or samples for investigation. Further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for the neuron-specific enolase (nse) analyte. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results (nse). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended.. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿, the customer obtained high nse values in ten (10) tubes. There was no health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6) hospital. G4. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿, the customer obtained high nse values in ten (10) tubes. There was no health impact or consequence reported.